Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported the patient had soreness and redness in (B)(6) 2015 and a history of high blood sugar. The patient had a low grade staph epidermidis infection and erosion of the implantable neurostimulator (ins) due to a sharp corner. The effects of erosion were first noted on (B)(6) 2015 and a scab was then noted on (B)(6) 2015. Initially the patient was given antibiotics. The system was then explanted in (B)(6) 2015 and the patient was given intravenous antibiotics. A new system was implanted in (B)(6) 2015. The patient's indication for use is parkinson's dual.